Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that the patient with this pacemaker exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead were explanted. There were no adverse patient effects reported. No indication if the product will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.